Manufacturer narrative:
(B)(4). Brand name updated to powered 60 echelon +, 340mm shaft. Catalog updated to psee60a. Batch r57c31. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: can you please provide more details regarding the patient status? Is the current patient status known? The patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No change in the post-operative care of the patient.

Event description:
It was reported that during an unknown procedure, at the first stapling, the device blocked. Not possible to opened it, even with the security lever. The surgeon use another device to cut on the left of the defective device. There were no adverse consequences for the patient.